Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported the pump gave several boluses by itself. Mother stated that the last confirmed bolus was given at 6:35 am of 1.8 iu of insulin for breakfast. Mother reported that after this bolus was given, patient claimed that the next five boluses have been given by the pump itself: 8:00 am 5.0 iu 9:15 am 6.0 iu 9:31 am 8.0 iu 9:52 am 6.3 iu 10:02 am 5.1 iu mother stated the daughter told her mother that she did not give all these boluses. Mother reported the daughter has experienced a low blood glucose level; got under control by herself. No adverse event reported. Requested return of the alleged pump for evaluation.